Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited increased in power consumption. The patient was in atrial fibrillation (af) intermittently. Analysis showed that the device was depleting normally. The power appeared to fluctuate between 40 and 50 microwatts based on therapy demands. The slight increase in power may be related to the atrial sensing. This product has not been returned. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. As of this time, the device remains in service. No adverse patient effects reported.